Event description:
It was reported that the ilet screen displayed large vertical lines and became nonfunctional, preventing on-device viewing of blood glucose, while the paired mobile app displayed a glucose value of 106 mg/dl; a replacement ilet was arranged, and the user was instructed on shutdown and data syncing, with continued cgm use via dexcom app or receiver. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed a suspected display failure consistent with a hardware screen visibility malfunction; no alerts or alarms were reported and the issue was confined to the display component. It was concluded, based on previously established findings for similar reports, that the cause was a display hardware malfunction.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."